Event description:
It was reported that the patient felt bloated and full during dwell one of five on the homechoice. The technical service representative had the nurse perform a manual drain which relieved the symptoms. The drain volume equaled 4956ml. The initial drain alarm was set at 0ml and the fill volume was 2300ml. The technical service representative assisted the nurse to continue therapy in dwell one of five. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A review of the event log was performed. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A short simulated therapy was successfully performed. The reported problem was identified in the event log and the cause of the issue was determined to be false empty detect and use error with initial drain alarm setting inappropriately programmed. The homechoice and homechoice pro apd systems patient at-home guide warns that ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.